Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as unidentified (tear) opening. (Shell thickness was within specification) and missing shell assessed as inconclusive. Silicone migration: unable to observe as it is not related to the device. Granuloma: unable to observe as it is not related to the device. Seroma: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported rupture, siliconomas and probable periprosthetic seroma confirmed via ultrasound. Device has been explanted and replaced with non-allergan brand. This record relates to the left side.

Manufacturer narrative:
H.6 continued: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of granuloma, and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿extracapsular rupture of the left device¿, ¿bilateral axillary siliconomas¿ and ¿probable periprosthetic seroma without infection data¿. Device evaluation: device photograph(s) for the device related to the reported event of rupture, silicone migration granuloma and seroma requested on (B)(6) 2023. It is not possible to determine the lot number or catalog through the photos provided. Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Silicone migration : unable to observe as it is a medical event that is not related to the device. Granuloma : unable to observe as it is a medical event that is not related to the device. Seroma: unable to observe as it is a medical event that is not related to the device. No additional observations. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported rupture, siliconomas and probable periprosthetic seroma confirmed via ultrasound. Device has been explanted and replaced with non-allergan brand. This record relates to the left side.